Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: it was reported that an additional infusion set was returned for investigation, and the defect of leakage was identified.

Manufacturer narrative:
One sample of primary infusion set 11171447 and one unknown secondary set with a texium connector was submitted by the customer. Visual inspection of the sets was conducted, and no damages or abnormalities were identified. The sets were then primed and connected in order to conduct a simulated infusion. Before the infusion was started, a leak was identified near the connection point between the primary set and the secondary set. Leakage was noted at the connection point between the texium connector and the smartsite y-site port. Leakage from the texium connection was confirmed. The investigation was forwarded to manufacturing for further analysis. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.